Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that in the mitraclip ntr/xtr system instructions for use (IFU) states "align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve." Based on the available information, the reported improper or incorrect procedure or method was due to the user deviating from the IFU. The reported unintended movement (sleeve steering issues) was due the reported improper or incorrect procedure or method. The reported difficult to remove the cds was a result of procedural circumstances as it was noted that the cds got stuck on the guide tip during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip delivery system (cds) sleeve steering issues and difficulty removing the cds. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The xtr cds was advanced to the mitral valve and the clip was implanted. When the cds was being withdrawn, the mr increased in the medial position; however, it was confirmed that there was no issue with the implanted clip. At this point, the dilator slipped off the table; therefore, a new steerable guide catheter (sgc) and dilator were used to continue the procedure. An ntr cds was advanced to further reduce mr, but when the m knob was turned, the cds went in an unintended direction. It was noted that the blue alignment markers were not aligned. The cds was removed, but became stuck on the tip of the sgc. The cds was able to be removed from the sgc and was replaced with a new ntr cds. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.